Event description:
During the percutaneous removal of the catheter and using only slight pressure. The dome was easily detached from the catheter. The device was placed in the pt for 6 months. The dome was evacuated after the third day.